Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was found unresponsive at home with the pump working; flow was 4 lpm, and no alarms were present. The patient was taken to the local ER and then transferred to the implanting center where a CT scan was performed, which showed no indication of a stroke. A repeat of the scan revealed a global ischemic event. The patient was not responding to medication, and a decision was made to withdraw support the next day. While explanting the device, the following observations were made: the pump pocket contained approximately 1 liter of blood, the retention suture was broken, and tears and holes were noted in inflow valve ptfe sleeve.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation, and is currently being analyzed. No further information is available at this time.